Event description:
The initial surgery was a total right hip replacement in 1988/1989. Exact date unknown. The hospital records were destroyed and the surgeon is retired. Around 10/200o, the pt felt a click and experienced pain. Two days prior to seeing the doctor, around 12/2000, the hip "gave way" and the pt felt acute pain. The alumina hip head was found fractured. Revision surgery was performed in 2000. Recovery was uneventful.